Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a strata ii valve was found to be obstructed intraoperatively. According to the report, there was no injury to the patient.

Manufacturer narrative:
The returned valve was patent. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The siphon control device casing was noted to be displaced from the normal seating area. The membrane surfaces were noted to be significantly deformed. It is unknown how or when this damage occurred. Due to this damage, all other performance testing was precluded. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.